Event description:
It was reported that the patient reported feeling "symptomatic." The patient appeared to be experiencing dropped beats based on how the device was programmed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, implanted: (B)(6) 2010. (B)(4).